Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported deliver at a lower rate or volume than programmed which was reproduced during evaluation. Evaluation observed 6.792 percent under infusion upon flow testing, per swi 105-005, at a rate of 200ml/hr and vtbi of 50ml (output volume: 46.604), which falls outside the acceptable margin of error. The cause was determined to be the pressure plate travel which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump deliver at a lower rate or volume than programmed. There was no patient involvement. No additional information is available.